Manufacturer narrative:
Correction: the incorrect manufacturer registration number ((B)(4)) in the MDR numbering was used. The correct manufacturer registration number corresponding to this device is (B)(4).

Manufacturer narrative:
Even though requested, the device was not returned for evaluation. The device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. It is noteworthy to mention the use of a non-approved injector in this event. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.

Event description:
It was reported that the optic of the intraocular lens was found to be damaged after insertion into the patient's eye. During the implantation procedure, the lens developed a line across the center described as a possible stress fracture. The lens was removed intraoperatively. Incision was enlarged to remove the lens. Reportedly there was no patient injury. Additional information has been requested.